Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the shunt sensor leaked. The 1cc blood loss. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; but the investigation has not been completed. Terumo will be submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).